Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three continu-flo blood/soln sets leaked right above the first injection port (clearlink) where "the vertical tube first meets the injection part coming in on an angle". This issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on january 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. A review of the retention samples confirmed that the units met specifications. The reported issue was not verified by evaluation of the retention samples. Should additional relevant information become available, a supplemental report will be submitted.